Manufacturer narrative:
Concomitant medical products: port-a cath- huber needle. Phrasal leur lock connector; central line catheter; td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that cadd pump just completed an infusion 5fu via port-a cath. When the rn de- accessed the patient from cadd pump, the maxplus connector attached to patient¿s huber needle leaked blood from the needle out the end of the hub of the connector onto the patient. The connector was in use for 54 hrs. When the leak occurred. The customer confirmed that there was no patient harm reported.

Manufacturer narrative:
The customer report that the maxplus connector leaked was not confirmed. The connector was visually inspected under magnification. A divot was present on the top surface of the connector's silicone (piston) gland. The divot is attributed to flash on a mating device when it first makes contact with the valve's surface during attachment. As the mating component is threaded onto the valve, it has the potential of cutting the silicone gland as it compresses. No obvious issues were observed with the needle set. Functional testing showed no anomalies. The maxplus connector was also observed to be within iso specification when measured. The root cause of the customer's report was not identified.

Event description:
It was reported that cadd pump just completed an infusion 5fu via port-a-cath. When the rn de-accessed the patient from cadd pump, the maxplus connector attached to patient¿s huber needle leaked blood from the needle out the end of the hub of the connector onto the patient. The connector was in use for (54) hrs when the leak occurred. The customer confirmed that there was no patient harm as a result of this event.